Event description:
The representative reported the device was explanted due to infection. The hcp reported pt symptoms were redness, swelling, drainage, pain and incisional wound opening. The primary location of the infection was the lead track; cultures revealed methicillen sensitive staph aureus. The pt does not have meningitis. Both oral and IV antibiotics were administered and total system explant occurred. The infection has resolved. Review of co records shows the dbs system was replaced in 2007. Refer to MFR report #3004209178200702205.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up reported will be sent when analysis is completed.